Manufacturer narrative:
The reported events were confirmed through the service evaluation process.

Event description:
It was reported that during equipment testing conducted at the user facility the device was overheating and continued to run after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.